Event description:
Cor-knot mis-fired. Another combo kit had to be opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for cor-knot combo kit, (brand not provided) (per site reporter): the failed product was picked up by the field rep for evaluation.